Manufacturer narrative:
Full name of the facility is (B)(6). The device was not returned for evaluation. The cause of the issue is unknown at this time. Investigation is in progress. This report will be supplemented accordingly following investigation.

Event description:
It was reported that during an ercp (endoscopic retrograde cholangiopancreatography) procedure, the tip cap was temporarily missing in the body, and was subsequently found and recovered. According to the reporter, the tip cap seems to have been caught on the back teeth. There was no mucosal damage, no patient harm or injury reported due to the event. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, we could not specify the root cause of the suggested event, but it is likely that the cause of the suggested event is as below: attached maj-2315 with something abnormal such as cracks, cleavages, and deformation. The maj-2315 was forcibly attached with the suction and biopsy channel outlet closed (when the forceps elevator was raised). Pushed other parts to attach it, instead of the center of the distal end of maj-2315. It was not securely attached to the distal end. The cause presumed to be stress of repeated use, external factors, or handling. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.